Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they need a new battery for their controller. Patient stated they were charging their implanted neurostimulator (ins) when the controller stopped working. Patient said the screen went black. Agent had patient plug the controller into the ac power supply and patient reported seeing the memory problem. Patient confirmed they had removed the battery pack at some point. Agent attempted to walk patient through updating the date and time but patient noted they were unable to go through with updating the date/time. Patient noted they saw a message indicating that stim is off and the controller battery is at 30% and charging although patient said they don't see the light above the controller screen indicating that it is charging. Patient unplugged the controller from the power supply and the screen went black. Patient plugged the controller back into the power supply without the battery in and confirmed the controller powered on. Patient attempted to put aa batteries in the controller but said they wouldn't fit. Patient then inspected the battery pack and reported it w as falling apart and kind of loose. When asked for managing hcp info, patient said they have no hcp but are looking for one. Agent sent patient an email with link to locator website. The issue was not resolved. A request was sent to the repair department to replace the li battery pack.